Manufacturer narrative:
The field observation could not be replicated. The device was tested on the bench and the application of a magnet prevented all therapy deliveries. Review of the device images showed that the device performed numerous high voltage charges within a short period of time due to the patient's vt/vf storm which caused the device to enter into backup vvi mode. The device was tested on the bench and on the automated test equipment. The device met all specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the hospital due to vt/vf. The patient went into cardiopulmonary arrest and pcps was used. A magnet was then placed on the device to activate bvvi mode and prevent tachycardia detection. The data was unable to be obtained. Egm showed patient received atp and shock therapies. Patient expired soon after.